Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" display on meter as a result (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 80-143mg/dl fasting. Verified the strips expire 1/22/2018. Customer unsure when the strips were first opened or how the strips were stored because they were from his aunt's meter and strips and were given to him. Reviewed meter memory: (B)(6). Customer's meter was reading fine until today when he started to get the "lo" blood reading. Customer is aware of how he can feel with a low blood sugar reading. Customer has an unopen vial of strips lot# ps2341 and ran a blood and the reading was 87mg/dl.